Event description:
High rv threshold on (B)(6) 2020, has been high and variable historically as per lead trend unable to confirm ventricular capture sensing integrity warning: 325 short v-v intervals since (B)(6) 2020, local mdt rep notified. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).